Event description:
After a fall with impact on the left forehead, the user had sound quality issues with and without use of the processor. Additional programming adjustments were made.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced sound quality issues. Therefore four channels have been disabled. Reportedly the hearing benefit slightly increased after re-programming, however the loudness is too soft. Clinical monitoring will continue. A specific root cause for the deactivated channels cannot be determined. The implant stays implanted and in use.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a fall with impact on the left forehead, the user had sound quality issues with and without use of the processor.